Event description:
An international coordinator reported a burn/infection incident involving a student playing soccer. The boy suffered a sprain and used an ace instant cold compress to apply, wrapped it on his leg and returned to the game. Later that afternoon, was taken for medical attention when the area showed tissue damage and infection.

Manufacturer narrative:
Photos received from regional bd coordinator reflects burn/injury that became infected. At region request, have reviewed complaint history on product type for the past 6 years. Unable to conduct any further investigation, since the product will not be returned, lot number is unknown, and bd is unable to establish the age of the product or how it was used. Will continue to monitor.